Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Patient was continuing to bleed around the jada [device ineffective] . Case narrative: this initial spontaneous report originating from the united states, was received from a physician via clinical sales educator (cse) referring to a non-pregnant female patient. The patient's current condition included multigravida (reported as g2). It was reported that the patient presented on (B)(6) 2023in labor with a singleton pregnancy and delivered vaginally at 4:45 am in the presence of a midwife in the birthing center of their facility. Within 4hrs, patient began bleeding and the provider, who was the hospitalist on call, was called to evaluate patient. Patient was hospitalized on the same day and was taken for a dilation and curettage (d&c) where it was discovered partial placenta was retained. The provider removed a lobe of the placenta, provider also found thin endometrium, thin cord and marginal insertion. The patient also had a history of this. Blood loss after delivery was 1810 milliliter (ml). The patient's concomitant medications were not reported. This report concerns 1 patient and 1 device. On (B)(6) 2023, the provider placed the vacuum-induced hemorrhage control system (jada system) via intrauterine route (lot# and expiry date were not reported) for postpartum hemorrhage. Cse stated 200 ml of blood was in the canister after vacuum-induced hemorrhage control system (jada system) insertion, however, the patient was continuing to bleed around the vacuum-induced hemorrhage control system (jada system) (device ineffective). The hospitalization was prolonged due to the event, however, the maternal admission to intensive care unit (ICU) was not required, and more than one vacuum-induced hemorrhage control system (jada system) device were not used. The patient sought medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued and within 9 minutes they moved on to a hysterectomy. The provider suspected placenta accreta however there was no further details provided on that. The patient was recovering at the time of this report. The availability of the vacuum-induced hemorrhage control system (jada system) for evaluation was unknown. Upon internal review, the event of device ineffective was determined to be serious due to required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed).